Manufacturer narrative:
The insulin pump had no button response and button error alarms due to corroded keypad traces. The insulin pump was tested with keypad and no frozen screen noted. No moisture damage found on electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error and it froze up. Customer stated they changed the set and wouldn't quit filling and advised it says max fill. The customer also stated the act key is depressed. Customer's blood glucose was 300mg/dl. Customer treated with pump. Advised customer to revert to back up plan.